Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the pump kept beeping every few minutes but no error showed on the screen. At one point, the screen alerted "no disposable." The patient stated she tried to reattach cassette to pump and itself loose still. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: sample received don?t present any damaged, kink, cut. Sample was received without blue clip and with red cap assembled. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. The DHR could not be analyzed, lot number was not reported.